Event description:
Unexpected negative reactions occurred in d positive cells of capture-r ready ID (crrid), lot id101, exp. 8/05/08 and capture-r ready screen (crrs) (3), lot r026. The patient has a history of anti-d, anti-k and warm autoantibody. Testing was performed in '08 during validation testing of echo. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
A service call was made. The instrument was operating within specifications with no further problems observed. The customer's samples were received with 4+ hemolysis and therefore, were not tested on an in-house echo.the samples were tested with retention crrs(3), lot r026. One sample was nonreactive with all three cells ( the sample had a previous history of warm auto antibody), and the rest of the samples tested exhibited various strengths of reactivity. Reactiivty of d, e, c, k antigens was confirmed on retention crrs(3), lot r026.